Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states left motor will intermittently freeze up while driving, causing the chair to turn to the left.